Manufacturer narrative:
The complaint condition is confirmed as the depth gauge was received with the proximal portion of the needle broken off at the threads. This is where it connects to the calibrated body of the device. The distal portion of the needle component was received. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the outer body adds additional protection to the needle attachment point during use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and a service & repair evaluation/review was attempted; no service history review can be performed as part number 319.006 with lot number(s) 6439912 is a lot/batch controlled item. The manufacture date of this item is 2-aug-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: part# 319.006; synthes lot# 6439912; release to warehouse date: 02-aug-2010; manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service & repair evaluation/review was conducted: the customer reported the item was broken. The repair technician reported the tip of the item was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that depth gauge for 2.0mm and 2.4mm screw is broken. The issue was identified in processing (outside of surgery). This complaint involves 1 device. There is no patient or procedure involved. This report is 1 of 1 for (B)(4).